Manufacturer narrative:
(B)(4). D10: cat#: 00630505036 / liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells /61337917. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a right hip revision due to pain. During the procedure, it was noticed that the liner rim had been fractured. It was noted that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: liner: 0002648920-2024-00336. This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified head shows scratches to the spherical surface from use and indentation on the rim near the taper hole. No other damage was noted. The complaint was confirmed based on the evaluation of the returned product and provided photos. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.